Manufacturer narrative:
We checked the returned unit and confirmed that the air/water tube clogged.based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water tube. In addition, we confirmed that the insertion flexible tube (ift) buckled, the lcb distal cover glass cracked, the down pulley wire stretched, the up pulley wire stretched, the left pulley wire stretched, the right pulley wire stretched, the control body corroded, the operation channel (secondary) deformed, the operation channel leak, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.